Event description:
It was reported that effusion from the implanted ear was observed over the past 3 months requiring hospitalization. On (B)(6) 2013, the tympanic membrane was seen to be perforated and the electrode array can be seen in the external auditory canal. A complete electrode array insertion was initially achieved through the round window. A revision surgery is planned to take place but a date has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.